Event description:
It was reported that sometime last year, for a patient that was having a catheter replacement, when they interrogated the patient¿s pump, the pump was in telemetry state following an MRI. When the pump was interrogated, it said motor stall occurred. An MRI had been done a week or so earlier, the motor stall had been occurring for over 2 hours. The pump was interrogated again and they saw the motor stall recovery. The drug being delivered by the pump was unknown. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).